Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined further assistance from tandemtechnical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.